Event description:
Procedure: pelvic organ prolapse and stress urinary incontinence. Reportedly, the pt underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00155 (avaulta anterior biosynthetic support sys). Note: this report corresponds with bard's report #(B)(4) for a "uretex."